Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for distal ulna fracture took place on (B)(6) 2016. During the surgery, the drill sleeves were not secured properly in the desired hole of the reported plate. The surgeon then removed the plate from the patient's body and tried the process again by hand; however, it was not successful. He then decided to insert a cortex screw instead of a locking screw to the same hole of the plate and completed the surgery successfully. There was a twenty (20) minutes surgical delay. This is report 3 of 3 for (B)(4).